Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) informed customer that the domain was already marked as inactive and requested additional details specifically where the error was seen, how to replicate it, which product was affected, the date and time of occurrence, an example username, and whether the issue occurred on a station or server to continue the investigation. Further the customer responded that waiting for the information from the user who reported the issue and would provide an update once received. After multiple follow up the customer did not respond and the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, an inactive user domain "sfhhc domain" remained present on the server. Although the domain was inactive, it continued to cause user login issues. There were no delay or adverse events or injuries reported based on this event.